Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear on the cabinet due to inactivity settings within the system¿s defined timeframe. The technical support specialist dialed into the server and confirmed the cause. The tss attached knowledge article and instructed the user to follow the "patient not showing - inactivity time" workaround ka to manage similar situations. The customer acknowledged the explanation and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's detail was failed to appear. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.